Event description:
Customer reported via phone call that they were hospitalized. Customer stated that the blood glucose level was not going down, had experienced vomiting for 12 hours and was at the borderline of going into diabetic ketoacidosis. Customer changed the infusion set twice, reservoir and insulin and the next morning went to the emergency room. Customer was unsure of the blood glucose value at the time of admission but thinks it was between 300 and 400 mg/dl. It was found that the cannula in the infusion set was bent. Customer was treated with IV saline at the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.